Event description:
Customer reported that battery life had degraded. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer declined further follow-up, and there were no corrective actions taken by technical support.